Manufacturer narrative:
Based on the additional information received, this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis procedure. For the colon resection, connected the reload to the handle. The surgeon clamped the tissue, pushed the green button, and started firing the device. However, it stopped at 20mm. The surgeon removed the device from the tissue. Replaced by a new reload and the firing was completed. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis procedure. For the colon resection, connected the reload to the handle. The surgeon clamped the tissue, pushed the green button, and started firing the device. However, it stopped at 20 mm. The surgeon removed the device from the tissue. There was no patient harm.